Event description:
It was reported that the baseplate inserter rod could not screw properly into the glenosphere inserter tip. It was unknown about surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : it was reported that the baseplate inserter rod could not screw properly into the glenosphere inserter tip. The humeral stem pin punch broke when the surgeon pulled it out of the patient. It was unknown about surgical delay. The device associated with this report was returned to depuy synthes for evaluation. Visual examination of the returned device does not show any evidence of device malfunction. A dimensional inspection was performed for the baseplate inserter rod and met specifications the overall complaint was unconfirmed as the observed condition of the baseplate inserter rod would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawings reviewed: baseplate inserter rod. 103801330 rev. A current and manufactured. Baseplate impaction rod-cap. 103801333 rev. A current and manufactured. Baseplate impaction rod. 103801334 rev. A current and manufactured. Inner diameter. Drawings spec: ¿ 7.484mm / 7.500mm. Actual dimension: 7.49mm. Pass. Tip diameter. Drawing spec: ¿ 6.854mm-6.685mm. Actual dimension: 6.83mm. Pass. Device history lot :the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.